Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary single-use biopsy forceps was used during a lung biopsy procedure performed on (B)(6), 2011. According to the complainant, after inserting the device into the scope for the first time, the physician noticed blue particles in the endoscope image. The device was withdrawn and upon inspection, the blue jacket of the shaft was found to be peeled approximately 6cm from the distal end. No difficulty or resistance was felt while inserting or removing the device though the scope and the patient anatomy was not torturous. Reportedly, the device was inspected/tested prior to use and no anomalies were noted. All of the detached fragments were removed from the patient with scope suction, and then the procedure was completed with another radial jaw 3 pulmonary single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary single-use biopsy forceps was used during a lung biopsy procedure performed on (B)(6) 2011. According to the complainant, after inserting the device into the scope for the first time, the physician noticed blue particles in the endoscope image. The device was withdrawn and upon inspection, the blue jacket of the shaft was found to be peeled approximately 6cm from the distal end. No difficulty or resistance was felt while inserting or removing the device though the scope and the patient anatomy was not torturous. Reportedly, the device was inspected/tested prior to use and no anomalies were noted. All of the detached fragments were removed from the patient with scope suction, and then the procedure was completed with another radial jaw 3 pulmonary single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found the device jacket torn and peeled. The device crimping and riveting was found to be within specifications. Functionally, the unit was able to be opened and closed without issue. Additionally, the outside diameter of the catheter was measured at multiple locations and was found to be within specifications. The condition of the returned incident device was consistent with the complaint that the sheath peeled. Since there are controls in the manufacturing process that verify product integrity, and since per the report, the device was inspected/tested prior to use and no anomalies were noted, the most probable root cause for this damage is considered operational context. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).